Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined. Initial reporter.

Event description:
It was reported that both leads were explanted and replaced. No complications were noted during the procedure and effective therapy reported post-surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report numbers: 1627487-2019-03372. During the patients ipg replacement (1627487-2019-03051) the leads showed high impedance resulting in ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Event description:
Related MFR report numbers: 1627487-2019-03372.